Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power supply issue. A field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a power failure. The customer stated that they went to fill in the medication and the screen was blank. The malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.